Event description:
Customer reported via phone call to high blood glucose of 428 mg/dl and inquired if it was due to insulin pump. Customer was not able to continue troubleshooting due to being at work.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.